Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon could not be retracted and was removed with a snare. The target lesion was located in the severely tortuous major aortopulmonary collateral arteries. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use for the stenotic blood vessel of the main pulmonary artery collateral side as the normal balloon was ineffective. A percutaneous transluminal angioplasty was effective with no balloon shifting. During the procedure, it was noted that it was impossible for the balloon to be retracted, the catheter rotated and inflated again. So, the sheath and the balloon were carefully pulled as a single unit from the pulmonary artery (pa) to the wide right atrial cavity (ra). The physician inserted an 8f sheath from the contralateral side and grasped the tip of the balloon with a snare, inverted it in the right atrium and pulled it into the long sheath for retrieval. The physician planned to repeat the balloon in this case in the future. No further patient complications were reported.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the balloon could not be retracted and was removed with a snare. The target lesion was located in the severely tortuous major aortopulmonary collateral arteries. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use for the stenotic blood vessel of the main pulmonary artery collateral side as the normal balloon was ineffective. A percutaneous transluminal angioplasty was effective with no balloon shifting. During the procedure, it was noted that it was impossible for the balloon to be retracted, the catheter rotated and inflated again. So, the sheath and the balloon were carefully pulled as a single unit from the pulmonary artery (pa) to the wide right atrial cavity (ra). The physician inserted an 8f sheath from the contralateral side and grasped the tip of the balloon with a snare, inverted it in the right atrium and pulled it into the long sheath for retrieval. The physician planned to repeat the balloon in this case in the future. No further patient complications were reported.